Manufacturer narrative:
Section a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown/not provided, as information was asked but it was not provided. Section d4 - serial number: unknown/not provided, as information was asked but it was not provided. Section d4 - expiration date: unknown, as the serial number was not provided. Section d4 - UDI number: unknown, as the serial number was not provided. Section d6b: explant date: not applicable, as the baerveldt shunt remains implanted. Section e1 - email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the baerveldt shunt was not returned for evaluation. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported from a study on glaucoma that at the one week post operative check up the patient experienced pain in the left eye (os), diagnosed as poor flow through the preserflo/ baerveldt junction. The patient's intraocular pressure increased a total of 9 mmhg to 31 mmhg. The reporter believes the device was responsible for this outcome. No surgical interventions were required. No further information was provided.